Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving dilaudid via an implantable pump for non-malignant pain. It was reported that the patient stated they had their last pump refill 3 months ago or so and there was probably double the amount of medication left in the pump. The patient stated yesterday they went to the healthcare provider and the interrogation said they should have had about 8 ml but there was over 18 ml. The patient stated they have "complex issues" and a nuclear test tomorrow. The patient confirmed they have not had any falls or trauma that could have impacted the pump/catheter. The patient stated they don't believe they have a high volume of medication, maybe 2mg/ml or something. The patient was redirected to their healthcare provider to further address the issue.